Event description:
This lv lead was capped because it had dislodged. While attempting to reposition this lead, the silicone covering pulled free from the inner wire. Only the inner wire remains in vivo and the patient has been referred for epicardial lead placement. Should additional information become available, this event will be updated.